Manufacturer narrative:
The device was not received for investigation. Therefore, the root cause of the incident could not be determined. Balloon rupture is a known complication with this type of product and is not an indication of a systemic issue with the product. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, plaque, arterial dissection, and hemorrhage. Exposure to calcified plaques may increase the risk of balloon rupture. The IFU also states: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The lot number of the product was not provided. Therefore, we're unable to perform a lot review. Due to the increased rate of occurrence of this issue, CAPA 2026-007 was created to document and investigate the failure.

Event description:
The vascular lead stated that the surgeon reported that a syntel embolectomy balloon ruptured when performing a case one to two weeks ago. The vascular lead stated that she wasn't sure if the surgeon was over inflating the balloon, as they have had no issues with any other surgeon when using the product. No patient injury was reported.